Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis procedure, at the third firing, the device handles screen suddenly split into up and down or flashed state, however the surgeon tried to continue firing the device but the firing stopped immediately. The surgeon then used another device to resolve the issue in order to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.